Manufacturer narrative:
As reported, two months post 3dmax mid implant imagining revealed an abscess-like lesion pain and developed abscess and elevated white blood cell counts suggest infection. No conclusions can be made regarding the degree to which the 3dmax mid mesh implant used to treat the patient, may be causing, or contributing to the patient's postoperative course. A review of the manufacturing records was performed and found the lot was manufactured according to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4). Pain and infection are listed as possible complications in the adverse reactions section of the instructions-for-use, provided with the device. Regarding infection the warnings section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2025, patient underwent tapp repair for a left inguinal hernia and was implanted with a 3dmax mid mesh. It was reported that the patient slowly developed postoperative pain, tightness and redness at the surgical site. About two months later imaging revealed an abscess-like lesion, and elevated white blood cell counts suggest infection. Possibility of reoperation and mesh removal. Suspected mesh infection. Patient had administration of antibiotics.